Event description:
The customer reported the spo2 value on the display was 96% and "frozen." During troubleshooting, the spo2 cable was noted to be unplugged but on the display a spo2 curve remained. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.